Manufacturer narrative:
Corrected primary surgery date. On the 29 november 2019 we were informed that the primary surgery was on the (B)(6) 2019.

Event description:
We were informed of a case of a sphere knee tibial screw backout. No additional information available at the moment. Revision surgery planned for (B)(6) 2019.

Manufacturer narrative:
Additional information provided by the distributor on jan 11, 2019: the surgery has been postponed to (B)(6) 2019 due to illness. Additional information provided by the distributor on jan 30, 2019: on (B)(6) 2019 the patient had right total knee replacement sphere knee (primary case), and no tibial screw used. Under the same anaesthetic, the surgeon arthroscopically removed the tibial screw from the left knee. The screw was found fully unthreaded loose sitting in tibial plate. Torque limiter not used during primary surgery. Clinical evaluation performed by medical affairs manager on the xrays received on jan 30, 2019: 4 years after total knee replacement the insert fixation screw got loose in the joint. It was removed with an arthroscopic operation. No consequence should be expected for the absence of the screw in the future life of the implant. The cause for self-unscrewing of the insert screw is not known: one possibility is insufficient tightening torque, but other unknown conditions may also play a role. Visual inspection performed by r&d project manager on the explanted insert fixation screw: tibial insert safety screw was found loosed 46 months after primary surgery. The visual inspection of the explanted screw doesn't highlight remarkable sign of plastic deformation and/or scratches. No other components have been removed, so we can suppose that they have been found in good condition during arthroscopy to remove the screw. The most likely cause for self-unscrewing of the screw was insufficient tightening torque. Batch review performed on 01 march 2019: lot 147665: (B)(4) items manufactured and released on 09-jun-2015. Expiration date: 2020-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.